Manufacturer narrative:
H3: analysis of the recharger (serial number (B)(6)) found that after running it got hot at the donut end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# :(B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported their 'battery was not picking up.' Pt mentioned had been a while since they could charge ins due to other things going on in their life and they thought their battery had moved, which caused ins to fail to connect/charge; pt noted they first thought the ins had moved about a month or month and a half ago, sometime in may. Pt's controller kept displaying 'no device found [16]' when trying to connect to/charge ins. Pt mentioned they had to sit a certain way on chairs because they had so much pain around location of ins. Pt noted they used to be able to reach back and find their ins, but now they were feeling a lot pressure on their spine and wondered if the ins was pushed over by their tailbone ¿ pt and other family members failed to find ins location. During the call, agent had pt reset the controller and attempted to start a recharging session. Patient got screen [16] again, pressed 'recharge' and did not progress to passive recharge mode, went back to screen [16]. The charging issue was not resolved. The patient was redirected to their healthcare provider to further address the issue and possibly have a representative come to their upcoming appointment on july 11th. Additional information was received from a manufacturer's representative (rep) via a patient (pt) regarding an external device. The reason for call was the rep called after getting a message to follow-up with pt; that message stated that pt had issues with ins recharging. Pt reports that they were able to charge normally throughout may, but began having issues connecting to the ins with recharger (rtm) and rtm heating. The rep confirmed that after passive recharge mode, pt was able to charge with normal recharge screen, and then there was a cord connection issue with the rtm and the rtm began to get very hot, and the pt controller screen stated to reposition the rtm and try again, but no other error messages. The rep was able to try a spare rtm and reports that recharging resumed as normal and no rtm heating took place. An email was sent to repair to replace the rtm.